Event description:
Reporter stated that the following blood glucose results were obtained when testing neonatal samples on the accu-chek performa system and on a laboratory instrument: 55 mg/dl (performa meter), 81 mg/dl (laboratory), 65 mg/dl (performa meter), 95 mg/dl (laboratory), 30 mg/dl (performa meter), 43 mg/dl (laboratory), 30 mg/dl (performa meter), 43 mg/dl (laboratory), 90 mg/dl (performa meter), 128 mg/dl (laboratory), 48 mg/dl (performa meter), 102 mg/dl (laboratory), 63 mg/dl (performa meter), 43 mg/dl (laboratory), 113 mg/dl (performa meter), 81 mg/dl (laboratory), 43 mg/dl (performa meter), 63 mg/dl (laboratory), 38 mg/dl (performa meter), 54 mg/dl (laboratory), 53 mg/dl (performa meter), 80 mg/dl (laboratory). No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.